Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that a fluid leak was encountered during the patient's pd treatment. The caregiver said an air detected in cassette warning was noted during drain 4 of 4. Treatment was ended and when the caregiver removed the cassette from the cycler there was fluid and moisture running down the cycler door. In a follow up with the patient's caregiver it was verified that the patient did not suffer any harm, adverse event or intervention due to the leak. A new cycler has been received and the patient is using it without further issues. The cycler set is not available to return for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that a fluid leak was encountered during the patient's pd treatment. The caregiver said an air detected in cassette warning was noted during drain 4 of 4. Treatment was ended and when the caregiver removed the cassette from the cycler there was fluid and moisture running down the cycler door. In a follow up with the patient's caregiver it was verified that the patient did not suffer any harm, adverse event or intervention due to the leak. A new cycler has been received and the patient is using it without further issues. The cycler set is not available to return for investigation.